Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was sleeping when the cgm alerted her to a cgm value of 64 mg/dl. No bg meter reading was taken for comparison. The patient self-treated with orange juice and waited 15 minutes. After 15 minutes, the patient¿s cgm was still reading 64 mg/dl. The patient then self-treated with glucose tablets and waited another 15 minutes. The patient also began to experience a headache, blurry vision, and nausea. After 15 minutes, the cgm reading was 52 mg/dl. At this point, the patient asked her husband to take her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 240 mg/dl. No cgm comparison value was reported. The patient was treated with a 10-unit insulin injection and after an hour, her bg meter reading was down to 123 mg/dl. Again, no cgm comparison value was reported. Due to the patient¿s symptoms, the patient was admitted to the hospital under their stroke protocol. The patient underwent bloodwork, a CT scan, and MRI. The patient was discharged home after 3 days. It was reported all her tests showed no signed of a stroke. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.